Event description:
A customer reported that the surgical staff complained about a vitrectomy probe that was not working during surgery, before contact with the pt. The problem was resolved after replacing the product with another one. There was no harm to the pt.

Manufacturer narrative:
Investigation is in progress. Samples have been received, but have not yet been evaluated. The device history records (DHR) for the lots were reviewed. No abnormalities that could have contributed to the customer complaint issue were found during the DHR review and the product was released according to the MFR's acceptance criteria. A root cause has not yet been identified. (B)(4).